Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on january 15, 2015. The analysis has begun but is not completed at this time. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a sensor error was displayed. During procedure, the catheter was connected to the carto 3 system and a sensor error appeared. Cable was exchanged without resolution. The catheter was replaced and resolved the issue. The procedure was completed without patient consequence. This event was originally considered non-reportable, however, bwi became aware of product was returned and found a cut (1.09 mm ¿ length) on the pebax on (B)(6) 2015 and have reassessed the complaint as reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and a sensor error was displayed. During procedure, the catheter was connected to the carto 3 system and a sensor error appeared. Cable was exchanged without resolution. The catheter was replaced and resolved the issue. The procedure was completed without patient consequence. This event was originally considered non-reportable, however, bwi became aware of product was returned and found a cut (1.09 mm ¿ length) on the pebax on january 15, 2015 and have reassessed the complaint as reportable. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish material was found in the pebax. Further examination revealed pebax a damaged that appears to be a cut. This type of pebax damage is further investigated under the internal corrective action. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. Then per the reported sensor error the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action was created to address the pebax issues on smart touch.